Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The catheter was recognized by the catheter interface module and zonare viewmate system and the imaging screen was displayed; visual abnormalities were noted, the dot pattern appeared stretched, consistent with the fractured tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, while performing the transseptal puncture it was noted that the images were not able to be seen very well. The catheter was removed from the patient, and it was observed that the catheter tip was fractured. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.